Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: (B)(6) 2017. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope was performed and no damage was observed. The haptics were observed polished and rounded. There was no failure identified in the lens. The customer's reported event could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had a capsular tear in the right eye. The zcb00 lens was exchanged on (B)(6) 2017, with a za9003 in the sulcus, during a secondary surgical procedure. The incision was enlarged 3mm. A vitrectomy was performed. A suture was not required. Visual acuity pre-op (pre-initial implant): 20/60 -2, visual acuity post-op (post-initial implant): 20/60-3. The doctor prescribed lotemax. No other medical or surgical intervention was required. The patient is scheduled for a follow up appointment. No additional information was provided to abbott medical optics.